Manufacturer narrative:
Model #, catalog #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a novasure endometrial ablation was completed on (B)(6) 2019 without incident. Approximately 24 hours later the patient reported a temperature of 100.4°f. On (B)(6) 2019 the patient went to the emergency room and had a temperature of 102°f with no other symptoms or complaints. On exam, she was tachycardic and had purulent discharge from the cervix. She was admitted for intravenous antibiotics.